Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube, inflation lumen, and core wire. The inflation lumen and guidewire lumen are separated 139.2cm from the hub. The distal section of the device is missing. The missing parts are the entire guidewire lumen, distal inflation lumen, balloon, marker band, and tip. Microscopic examination revealed a longitudinal tear from the exit notch to the separation which measures approximately 5mm long. The inflation lumen is stretched at three places. From the hub they are 115cm (approximately 7mm long), 117.1cm (approximately 13mm long), and 119.2cm (approximately 18.4mm long). There is blood present in the hub and inflation lumen. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the peripheral artery. A 3.00mm x 30mm emerge balloon catheter was advanced to dilate a tight lesion that has been previously stented. However, after dilatation, when the balloon was about to take out of the leg, the shaft broke into two pieces. The fractured piece was removed using a snare and the procedure was completed. No patient complications were reported.

Event description:
It was reported that shaft break occurred. The target lesion was located in the peripheral artery. A 3.00mm x 30mm emerge balloon catheter was advanced to dilate a tight lesion that has been previously stented. However, after dilatation, when the balloon was about to take out of the leg, the shaft broke into two pieces. The fractured piece was removed using a snare and the procedure was completed. No patient complications were reported.